Event description:
Customer reportedly tested on her device and received a result of 183mg/dl on her device and 73mg/dl on the doctor's device. The tests were taken within 1 minute. No adverse event reported and no treatment received. No qulity controls were used. Requested return of suspect device and replacement was sent.